Manufacturer narrative:
Annex c and d codes were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after the customer restarted the system, which restored normal operation following the reported inverted instrument movement in usm2. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument in universal surgical manipulator (usm) 2 and when the surgeon took control the movement was going in the opposite direction. The customer replaced the instrument with no change. Prior to calling, they restarted the system and the system was working normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not recur after the system was restarted and they switched to a backup force bipolar instrument. The customer is not planning to return the reported force bipolar instrument. They did not tag the instrument for return. There was no harm to the patient.